Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported her insulin pump was not functioning and customer had high blood glucose of 400 mg/dl. Customer stated she was having a hard time inserting the infusion set because the needle would not go in. Customer stated she stopped using the device three weeks after receiving the device. No further information reported.